Event description:
It was reported that, "opened the outer packaging and the implant broke through the inner packaging so sterility was compromised. Had to use 2 pieces together to = the 140 mm body."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.